Event description:
It was reported via repair work order that the jack could not pump up due to malfunctioned pump piston. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.